Event description:
It was reported that the pump touch screen was missing pixels. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. It was also reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer. A new charging cable was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.